Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was identified that use before date was before implant date. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that when the use before date elapsed the healthcare provider was in possession of the product.